Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A customer reported receiving an unspecified high sensor scan when compared to an adc meter and had experienced a loss of consciousness. The customer further indicated that no third-party medical treatment was received due to the reported issue. No further information was provided. There was no report of death or permanent injury associated with this event. Additionally, a sensor scan of 400 mg/dl was compared to a built-in meter of 183 mg/dl and when the results were plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A customer reported receiving an unspecified high sensor scan when compared to an adc meter and had experienced a loss of consciousness. The customer further indicated that no third-party medical treatment was received due to the reported issue. No further information was provided. There was no report of death or permanent injury associated with this event. Additionally, a sensor scan of 400 mg/dl was compared to a built-in meter of 183 mg/dl and when the results were plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.